Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a surgery in which the previous ascend monolithic stem and humeral head were removed due to loosening/lysis. The loosening did not concern the humeral head. Another should implant was implanted without incident.